Manufacturer narrative:
Film evaluation results are: review of pre-implant CT¿s revealed that the patient had a 7.1cm max diameter aaa. The proximal neck diameter just below the lowest left renal artery measured 25mm. The neck contained irregular-shaped thrombus, minimal calcification, and was essentially straight. The aaa contained thrombus; 2.5 ¿ 3.5cm flow lumen. The distal aortic diameter measured 30 x 40mm, and also contained thrombus and areas of calcification. The left common iliac artery was severely tortuous. The take-off of the lcia was acutely angulated posteriorly >90 deg and narrowed down to a flow lumen diameter of 7mm. Distal to the narrowing the lcia flow lumen diameter measured 13mm at mid-length where it angulated inferiorly 90 deg, and measured 17mm at the left iliac bifurcation. The right common iliac artery was mildly angulated posteriorly and aneurysmal; the rcia ranged in diameter from 12 ¿ 22 ¿ 27 ¿ 17mm. Both iliacs were moderately calcified. The access vessels ranged in diameter from 8 ¿ 9mm; bilaterally. The cause of the right limb occlusion could not be determined from the pre-implant films provided. Images during and post-implant were not available for review, and the blood flow dynamics could not be assessed from the CT¿s provided. Other than the pre-existing observed aortic thrombus and severely angulated take-off of the left common iliac artery, analysis of the returned films did not reveal any characteristics that could explain the observed occlusion. This may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Films during and post-intervention and fem-fem bypass were not returned.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 72 mm diameter abdominal aortic aneurysm. It was reported during a follow up CT, approximately one and a half months post index procedure revealed no issues. The day after the CT was conducted, the patient experienced leg pain. Upon physical examination, the patient did not have a pulse in the right foot. Another CT was performed and revealed that the right limb was occluded and that there was thrombus in the right common iliac. Per the physician, the cause of the occlusion is unknown. The patient was treated with thrombolysis and fem-fem bypass. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.